Event description:
It was reported by the sales representative that the patient was taken to surgery due to high impedance found. X-rays were performed and found the lead pin was not past the second connector block. During the revision surgery, system diagnostics was performed indicating there was high impedance with low output current being delivered. All output currents were programmed to off. During the procedure it was verified the pin was not inserted all the way, however after removed and re-inserted there was still high impedance. A test resistor was used on the generator and obtained a normal impedance. The surgeon then inspected the pocket and found there was fluid/blood inside the body of the lead and proceeded to cut the lead. Per clinic notes from the neurologist, the surgeon noted the sudden high lead impedance was found in clinic. The patient was reported to have been hit where the vns is implanted with a softball approximately during this time. Information was received that the hospital lost the explant as the connected portion of the lead was sent for cleaning and lost in the process. The patient has not received a replacement. It was indicated that the surgeon and the referring epileptologist agreed that the blunt trauma of the patient being hit with the softball most likely caused the lead/electrode damage. No additional relevant information has been received to date.